Manufacturer narrative:
The reported event of a remote monitoring anomaly was not confirmed. The results of the software analysis are inconclusive since relevant information related to the event was not able to be obtained. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in a non-clinical environment with loss of bluetooth low energy telemetry noted on the patient's implantable cardioverter defibrillator. No interventions or adverse impacts to the patient were reported.